Event description:
On may 12, 1994 an incident involving a pinnaacle sheath occurred. After gaining femoral arterial access to perform a cardiac catherization the sheath kit guidewire was aadvanced into the entry needle. The sheath was placed without incident. An attempt to withdraw the wire met with resistaance. Continued attempts at withdrawal resulted in forming a loop in the wire. Eventually the wire was removed withthe sheath as a unit. Upon withdrawal it was noted approx. 15cm of the wire had unravelled and 2cm of the distaaal tip had detached. After unsuccessful retreival attempts in the cath laaab the detached segment was surgically retreived without further incident. The pt is fine and has experienced no sequelaae from this event.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was not destroyed/disposed of.